Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient faced an event on (B)(6) 2025 where tubing was detached from hub. The blood glucose level of the patient was high which was treated by bolus and medication. No further information available.